Event description:
It was reported that the patient had high impedances on one of their leads. Although patient has effective therapy through programming on their other lead, surgical intervention may take place later to address this issue. It is unknown which lead caused/contributed to the issue.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000086991.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000086991.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced. It is unknown which lead was replaced.